Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report#1627487-2016-01391. The patient reported experiencing pocket heating while recharging. Reportedly, a replacement charger was sent to the patient. Follow up identified the issue resolved with the use of the replacement charging system. The patient has two systems implanted. Please reference MFR report#1627487-2016-01393 regarding an additional system issue. Serial /lot# of the ipg unknown. Concomitant devices: it's undetermined which leads and extensions are associated with this system.